Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2015-08964. It was reported that vessel perforation occurred and the rotawire was fractured. Vascular access was obtained via right femoral artery using a non-bsc needle together with a 7.5fr sheath. The right femoral vein was accessed and a 6fr sheath was inserted. A temporary pacemaker wire was advanced in the right ventricle, threshold was checked and the pacer was left on standby. A non-bsc guide catheter was used for a selective left coronary angiogram. The stent in the left main artery appeared patent and they decided to proceed with angioplasty of the right coronary artery. A 7fr guide catheter with holes was used but the device did not give a good support. Another non bsc guide catheter was used, however, this catheter would not engage well and the 7fr guide catheter was reused. A non-bsc wire was then advanced in the right coronary artery and a 2.5x15mm balloon catheter was used in the rca as an anchor. They attempted to advance the guiding catheter but it did not engage well. The balloon and wire was then removed. The physician advanced a rotablator wire and was able to cross the lesion. A 1.25mm rotalink burr was then advanced and an attempt to perform ablation of the right coronary artery was made, but difficulty advancing the burr at the ostium was encountered. Rotational atherectomy was performed in the entire proximal to mid portion of the rca for more than 10 minutes with difficultly crossing the tandem lesion in the mid right coronary artery. Subsequently, the burr went through the mid right coronary artery and appeared to go in the wrong direction. A perforation was suspected in the rca with the cutting of the wire. The guide wire was separated and a portion was retained in the patient. The physician then selected a non-bsc wire and crossed the mid rca. A 2.5x30mm non bsc balloon catheter was used and a prolonged inflation was performed in the right coronary artery. Thinning of the right coronary artery was noted. However, overall, the perforation appeared to be contained. The guidewire was advanced in the mid rca before they sewed the balloon in place. The patient experienced a small loculated effusion on echocardiogram (echo) without tamponade. The patient was monitoring in the critical care unit.